Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump and reading pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump as backup while technical support arranged replacement pump.